Event description:
In (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis revealed the device was in the infrarenal vena cava.

Event description:
In (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis revealed the device was in the infrarenal vena cava. It was further reported that a greenfield type ivc filter that appeared intact with no evidence for fractured strut or embolized strut. There is no evidence for migration of the device.